Event description:
During port removal, a 25-g needle used for local anesthesia was noted to have detached from the hub upon withdrawal from the chest wall. Attempts were made with CT to locate the needle for retrieval. Soon after it was noted to move with respiration raising concern for intrapulmonary migration. A wire was used to localize the most superficial aspect of the needle in the pectoralis minor. CT surgery, ICU triage and general surgery consulted with ir to develop a plan resulting in going to the or for left chest wall exploration/cutdown. After initial attempts failed, a left video assisted thoracoscopic surgery (vats) was performed during which the needle was removed from the lung parenchyma and the pleural cavity. Patient recovered without complications in the ICU. From visual examination of the needle, it appears the needle did not break but became detached from the hub.====================== manufacturer response for 25ga needle, bd eclipse (per site reporter)======================manufacturer is making arrangements to have needle returned for evaluation.